Event description:
It was reported that during routine follow-up, the pulse generator of an asymptomatic patient was found to be operating in backup vvi mode. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.